Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02986 and medwatch 2210968-2012-02987. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a robotic hysterectomy. During the procedure, the blade started spinning more slowly than expected and then the device stopped cutting. Another like device was used. There were no adverse patient consequences.